Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp and a consumer (con). It was reported that the patient was last seen in the office on (B)(6) 2014. The hcp was unaware of what actions the patient took to attempt to power on the device, but noted that the patient called and said it wasn't working. Per the hcp, the issue was not resolved.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient reports a power on reset (por) message; meaning was reviewed. Yesterday, the patient had to have a cardio version to shock their heart and it zinged out their implant. As a result of this medical test or emi environmental exposure, the patient can no longer turn their stimulation on. The patient was directed to their healthcare provider (hcp). No patient symptoms and no further complications have been reported as a result of this event.

Manufacturer narrative:
Patient weight had been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they had a cardioversion that caused the problem. The patient noted that they saw a urologist and will return in 10 days after the report. The patient stated it was not resolved yet as the doctor had to get information from a technician first and needs a controller. No further complications were reported.